Event description:
This letter is to inform you that dentsply international has received information about a reportable event under 21 cfr part 803. Evaluation of the device determined the product was not manufactured by dentsply and is a counterfeit product. Per 21 cfr 803.22(b)(2), information received for a device not manufactured by dentsply should be sent to FDA with a cover letter explaining that dentsply does not manufacture or import the device in question. (B)(6) informed us about reciprocal file breakages. Customer realized, that files are fake files when they had a file breakage. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).